Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-02-15. H6: investigation summary: one sample was received by our quality team for evaluation. From the sample, the safety mechanism device was observed to be partially activated and the cannula was observed to be dented. A device history record could not be evaluated as the lot number is unknown. Based on the cannula dent location, the possible contact pont occured at the pick and place station. A simulation was performed and the team was unable to simulate the defect to get the major dent on the cannula as seen in the returned sample. However, it is suspected that the dent on the cannula could be due to a misalignment at the pick and place gripper. A digital angle meter has been implemented at the pick and place station to check the gripper alignment after setup. H3 other text : see h10.

Event description:
It was reported that cathena 24gx0.75in straight bc catheter was not separated and the needle would not retract completely. The following information was provided by the initial reporter: after catheter placement, the catheter was not separated. Bdj's sales rep. Reported as follows: the needle was not retracted completely. Bd needs to closely investigate if the catheter hub is attached to the safety shield.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that cathena 24gx0.75in straight bc catheter was not separated and the needle would not retract completely. The following information was provided by the initial reporter: after catheter placement, the catheter was not separated. Bdj's sales rep. Reported as follows: the needle was not retracted completely. Bd needs to closely investigate if the catheter hub is attached to the safety shield.